Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for difficulty deploying the clip and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted medially of the anterior 2/posterior 2 (a2/p2) mitral leaflet segment. A second clip was placed medial to the first clip. The clip grasped the leaflet and the mr was reduced from grade 4 to grade 1. Deployment was initiated; however, the clip did not detach from the clip delivery system (cds). The actuator knob was rotated 8 times in the open direction, but the release pin groove was not fully exposed. The actuator knob was rotated an additional 2 times and retracted. The stabilizer was retracted and the clip was deployed. A few minutes later, it was noted that the clip had detached from the anterior leaflet. No additional intervention was provided. Mr was reduced from grade 4 to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficult to deploy (clip deployment) could not be determined. In addition, the single leaflet device attachment (slda) was likely a result of the procedural conditions (troubleshooting maneuvers performed to deploy the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Deployment was initiated: the arm positioner was rotated in the "open" direction until the release pin groove was fully exposed. The actuator knob was rotated 8 times; however, the clip did not detach from the clip delivery system (cds). The actuator knob was rotated an additional 2 times and retracted. The stabilizer was retracted and the clip was deployed. A few minutes later, it was noted that the clip had detached from the anterior leaflet. No additional intervention was provided. The mr was reduced from grade 4 to grade 2. No additional information was provided.